Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a cassette did not perform vacuum and surge during a procedure. The cassette had passed the test after the third attempt. The device was replaced. The procedure could be completed without any patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Correction in model #/lot #. (B)(4).

Manufacturer narrative:
A review of the device history record indicates the order was built to specification. One wet cassette sample was received for evaluation. The sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).